Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the device had not worked from the time it was installed. They don't think it had anything to do with the device. They think it was more to do with working with the representative to have it programmed. The doctor was going to disconnect and remove the device on april 17th. They have received apologies from the doctor but they told them they needs to contact manufacturer. They were going to try to hold the company responsible for the fact this has put the patient through two different surgeries. The patient went into a depression crying. Every night the patient wets the bed and they had to get up and wash sheets and change their bed and clean themself. The issue was not resolved through troubleshooting. An email was sent to patient relations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they got call from the patient's mom. They said the implant has not worked since the day of implant. The mom thinks it not working is because of the programming. The mom was unhappy with manufacturer field staff saying she has not got a return call in over two months. Patient is scheduled to have the device removed april 17 unless it can be programmed to work. They were going to hold manufacturer financially responsible because they put them through two different surgeries. Additional information was received from another rep, they stated have spoken to the mom, and their husband multiple times and have changed programs with them.